Event description:
The rptr's meter was compared with the lab during a routine visit. The lab result was 201 mg/dl while the meter read 120 mg/dl five mins later. Another comparison performed at the dr's office yielded a 119 mg/dl on the surestep meter and 206 mg/dl on the dr's meter (brand unk). No allegation of harm.